Event description:
Account stated that trend and rev trend don't work.

Manufacturer narrative:
Account stated the bed is repaired but he cannot remember the resolution. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability.